Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: during investigation, there was evidence of moisture corrosion observed on the display screen inside the pump. The battery compartment was cracked from threads down to the case seal on the side, returned battery cap is undamaged and able to fit. A leak test failed due a battery compartment leak. The pump was unable to power up and it¿s completely unresponsive. Pump¿s cover was removed, further moisture corrosion was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture present in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.